Event description:
Facility reported an internal blood leak on first use. The dialyzer was a dry pack. Blood was in the hansen connectors and the test strip tested positive. Estimated blood loss to the pt was 250cc. No medical intervention. The sample is available for examination.